Event description:
It was reported through litigation process that, on (B)(6) 2022, a patient underwent port placement via the left internal jugular vein for chemotherapy of right breast carcinoma. Approximately three months and nine days later, on(B)(6) 2023, the patient was diagnosed with thrombus within the left cephalic vein at the level of the forearm, confirmed by a sonographic imaging. Subsequently, (B)(6), 2024, the port was removed. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed with thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although, the physical device was not returned for evaluation. Medical record was provided for review. Medical record alleges that, a powerport clear vue isp implantable port was implanted for breast carcinoma via left internal jugular vein. Approximately, three months and nine days later, the patient underwent sonographic imaging of the left upper extremity venous which revealed thrombus within the left cephalic vein at the level of the forearm. About one year, one month and twenty eight days later, the port was removed. Therefore, it can be confirmed that the patient had thrombus within the left cephalic vein. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.b3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.